Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the patient was admitted to the hospital at 18:05 on (B)(6) 2023 due to a consciousness disorder of more than 1 hour. When the patient was transferred to the ward at 18:32 on (B)(6) 2023, the transfer ventilator could not be used and was immediately replaced. The medical equipment department was reported, and the engineer came to repair it. It was found that the transfer ventilator screen continuously displayed faults such as battery replacement and clock error. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the patient was admitted to the hospital at 18:05 on (B)(6) 2023 due to a consciousness disorder of more than 1 hour. When the patient was transferred to the ward at 18:32 on (B)(6) 2023, the transfer ventilator could not be used and was immediately replaced. The medical equipment department was reported, and the engineer came to repair it. It was found that the transfer ventilator screen continuously displayed faults such as battery replacement and clock error. No patient harm or consequences.